Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the line: consumer performed a control solution test using ts in question as directed in the owner's guide. (B)(6) 2015 at 09:52 am cs 116 mg/dl within the range. Test strip lot # 1020215155, expiration date: 06/30/2017, control solution lot number 1030214093, expiration date: 10/20/2016. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation. Not yet returned to manufacturer.

Event description:
Consumer called in concerned about her high blood glucose results. Results in question were obtained directly from meter memory (B)(6) 2015 at 08:36 pm bg 294 mg/dl. (B)(6) 2015 at 08:35 pm bg 314 mg/dl consumer confirmed she based her insulin intake on the 314 mg/dl result, consumer took 7.7 units of insulin. (B)(6) 2015 at 08:33 pm bg 301 mg/dl. There was no report of any adverse incident as a result of administering of the extra 7.7 units of insulin. Confirmed has been on a blood thinner medication for almost a year. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the line: consumer performed a control solution test using ts in question as directed in the owner's guide. (B)(6) 2015 at 09:52 am cs 116 mg/dl within the range.